Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection. Lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007 at 8:23am, the lay-user/pt contacted lifescan (lfs) france alleging the one touch ultra2 meter is giving inaccurate high readings. The complaint is being classified according to the documentation of the customer care advocate (cca). The pt tests her blood glucose several times per day. In the morning, the pt takes 30 units of humalog mix 25. In the evening, the pt takes 20 units of humalog mix 25. If her blood glucose readings are more than 350 mg/dl, the pt takes between 4 and 8 units of novorapid. On two days earlier, the pt just had chemotherapy, was reportedly not hungry as she only ate 2 pieces of toast with milk in the morning and did not eat anything during midday and dinner. From three days prior to original date to the following day, the pt had been getting high readings that ranged from "256 mg/dl" to "577 mg/dl." On the first day at 4:58pm, the pt obtained a blood glucose reading of "256 mg/dl" and took 20 units of humalog mix 25. On the following day at 7:41am, the pt obtained a blood glucose reading of 571 mg/dl and took 30 units of humalog mix 25 and 6 units of novorapid. On that day at 4:15pm, the pt obtained a reading of "577 mg/dl." The pt took an increased insulin dose of 25 units of humalog mix 25 and 4 units of novorapid based on her alleged inaccurate high reading. At 6:45pm, the pt obtained a reading of "437 mg/dl" and was feeling dizzy and weak. The pt's son called her doctor for assistance. The doctor decided to have the pt hospitalize. At 7:50pm, the pt was admitted into the hospital and obtained a blood glucose reading of "54 mg/dl" on a hospital meter. She was treated with "2 phials of g20." The pt was discharge from the hospital one day later at around 12pm. During the troubleshooting session, the pt verified that she was using the correct unit of measurement (mg/dl), the testing technique was correct, the puncture area was cleaned appropriately, and the reported readings were verified in the meter's memory. This complaint is being reported because the pt obtained allegedly inaccurate high glucose readings, increased her insulin dose, developed symptoms suggestive of hypoglycemia, was admitted into the hospital, and was treated for a blood glucose reading of "54 mg/dl." Replacement products were sent to the pt.